Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1 gram, for 3 days, route was not reported) and meropenem (1 gram, for 14 days, route was not reported) for peritonitis. Six days after the onset, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.